Event description:
Procedure performed: lap chole with robotic assisted hysterectomy. Incident description: when the surgeon, went to clip around the vessel, the clip shot out and the tips were closed and the apex was open. The surgeon tried again and the clip was again open at the apex. The surgeon removed the device and fired 3 to 4 times on the mayo stand. The first two clips shot out with the apex open and the tips closed. The following two clips fired were fine and completely close. The surgeon continued the case with the same clip applier with no further incidents. The device is available for return. The lot number is unknown at the time of reporting. The applied medical rep was present for the case. Additional information was received via email on 31jan2019 from applied medical account manager. "I confirmed again with the customer all the clip appliers were returned so I am unsure what happened. I guess go ahead without the product but it seems very strange. I apologize for the delay I just wanted to verify with everyone that handled getting them back." Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed.in the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole with robotic assisted hysterectomy. Incident description: when the surgeon, went to clip around the vessel, the clip shot out and the tips were closed and the apex was open. The surgeon tried again and the clip was again open at the apex. The surgeon removed the device and fired 3 to 4 times on the mayo stand. The first two clips shot out with the apex open and the tips closed. The following two clips fired were fine and completely close. The surgeon continued the case with the same clip applier with no further incidents. The device is available for return. The lot number is unknown at the time of reporting. The applied medical rep was present for the case. Patient status: no patient injury occurred as a result of the event.